Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 273 mg/dl, 116 mg/dl (compact plus system 1) and 140 mg/dl (compact plus system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus system 2. Reference medwatch with (B)(6) for the compact plus system 1.